Manufacturer narrative:
The patient's driveline infection is covered under MFR number: 2916596-2020-02835 section d4 & h4: additional information section d10 & h3: corrected information manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6) . Additionally, the evaluation confirmed internal driveline wire damage that could have contributed to the reported low speed alarms as well as the pump stop events captured in the retrieved log file. Furthermore, the internal driveline wire damage could have also contributed to the alarms and pump stops reported under per-2019-0057125, cs-122870. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 35¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The sealed outflow graft had been severed approximately 3¿ from its hardware and the remainder of the graft material was not returned. The sealed outflow graft bend relief had been severed approximately 0.5¿ from its hardware and the remainder of the bend relief material was not returned. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Examination of the sealed inflow and outflow conduits revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of (B)(6) , a large thrombus formation was found adhered around the inlet bearing ball. The thrombus ring appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that it had developed in this location over an undetermined amount of time while(B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the retrieved log file. In addition, it could have potentially contributed to the report of hemolysis. Initial inspection of the ends of the driveline wires revealed damage to the insulation of 3 of the 6 wires on the 1.5¿ dl segment. Due to the proximity of the damage to the severed end of the dl segment, continuity testing was not performed. Electrical continuity was performed on the 35¿ dl segment and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the 1.5¿ dl segment revealed breaches to the insulation of the orange and green wires approximately 1.25¿ from the pump housing. Further inspection revealed a breach to the insulation of the black wire approximately 1¿ from the pump housing. Visual inspection of the 35¿ dl segment revealed breaches to the insulation of the red, orange, and black, wires approximately 33.5¿ from the metal connector. Further inspection revealed breaches to the insulation of the green and orange wires approximately 34¿ from the metal connector, as well as breaches to the insulation of the yellow and black wires approximately 34.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the retrieved log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The damage to the 1.5¿ dl segment was removed, and the pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental findings: 1. The protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces that appeared discolored and brittle. 2. Corrosion was observed surrounding all three of the electrical pins on the motor capsule. 3. Damage to the copper wrap was observed at the distal end of the repair no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was previously supported by heartmate 2. The patient received a pump exchange to heartmate 3 due to driveline failure. The events leading up to the pump exchange indicated a driveline infection noted on (B)(6) 2019. The patient was contacted on (B)(6) 2019 for a well being check and stated symptoms included chest soreness, but denies worsening sob, abdominal bloating, feeling lightheaded, and dizziness. The patient will continue to be monitored on the heartmate 3.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient had a urgent pump exchange due to hemolysis and hematuria. While in patient, low flow alarms and low speed advisories were noticed. No further information was reported.